Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad on the insulin pump was unresponsive. The blood glucose reading was 164 mg/dl. Customer had also received an alarm on the insulin pump and was assisted in clearing it. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube, and cracked belt clip slot.